Manufacturer narrative:
End user's weight not known so estimation used. DHR review conducted and no issues identified. Complaint trend analysis conducted for this sku and problem and no adverse trends found. No other complaints found for this lot number. Photo provided by the end user reviewed and manufacturing samples tested. The manufacturing site has confirmed the failure of the tube securing piece separating from the barrier. The exact root cause is still under investigation. Based on initial investigation, the potential root cause is worn/damaged tooling. This would contribute to inadequate pressure being applied to the tube securing piece against the barrier during glue application. This separation is not seen immediately at time of manufacture. A CAPA has been initiated to further investigate and document root cause and further corrective actions as applicable.

Event description:
It was reported by an end user that the plastic portion of the vertical drain tube attachment device separated from the skin barrier allowing the j-tube it was securing to slip out. The end user was able to put the j-tube back in himself.

Manufacturer narrative:
While the investigation was being performed hollister took a conservative approach to proactively recall the product due to the potential for tube migration or loss. Initially there was a concern over a high percentage of failure rate based on manual testing that was aimed at attempting to replicate the customer's reported failure mode. However, based on laboratory testing of representative samples the product is meeting the specifications. Furthermore, testing has demonstrated that it is unlikely that the device will separate during use. Testing concludes that the device is meeting a reasonable standard required for use and it is unlikely that there would be a tube migration or loss, unless exposed to external forces greater than the product would be expected to withstand. Based on the investigation conclusion, the device meets specification and there are no corrective actions to implement to prevent tube migration or loss hollister will continue to monitor product performance.